Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the pacemaker-dependent patient presented to the hospital with a pocket infection and erosion. Lab results revealed that the infection was caused by e. Coli. The doctor believed this was due to improper wound care and did not allege that the infection was related to the product or the procedure. The pacemaker and the right ventricular lead were explanted, and the system was replaced with a leadless pacemaker. The patient was in stable condition.